Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the remote manager was failed and no option is available to recover. Opened latch with key which forces a failure, causing the malfunction. A field service engineer adjusted hasp and cleaned, crimped and applied conductive grease to latch to resolve this issue. Preventative maintenance was performed on the device. The system functioned as intended. The serial number, UDI and manufacture date details kept blank since there was no medstation asset associated with the remote manager.

Event description:
It was reported by the customer that a pyxis medstation es system remote manager failed and fridge is not recoverable. During inspection, remote manager has failed and no option is available to recover. There were no adverse events or kinjuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, (B)(4). Complaint investigation, if serial number not available, then complaint history review is not required. Serial number is not reported in complaint. Per swi, (B)(4). Complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the remote manager had failed, and no option was available to recover. Opened latch with key which forces a failure, caused the malfunction. A field service engineer adjusted hasp and cleaned, crimped and applied conductive grease to latch to resolve this issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a bd pyxis medstation es system remote manager failed and fridge is not recoverable. During inspection, remote manager has failed and no option is available to recover. There were no adverse events or injuries reported based on this event.